Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced an anesthesia complication during an implant procedure and was intubated. As a result, the patient was hospitalized overnight in the ICU. Patient was discharged the following day and is currently stable.